Manufacturer narrative:
Upon visual inspection the service technician noted that they reconnected reversed harness due to 260.4130 error. Replaced broken ail sensor right side, and damaged bottom rear case. Replaced corroded right,left iui. Based on the findings, service determined that the proximate cause of the reported issue was due to a misassembled harness.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 20 apr 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.